Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a turn off occurred through troubleshooting of the device. A review of the event history log revealed multiple events of improper shutdown messages. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pins. The back flex battery contact pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an powered off without user input during power up at the medicine a department. There was no patient involvement. No additional information is available.